Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2014-65956.

Event description:
It was reported that the customer was receiving lost sensor and weak signal alerts, and the sensor gave a reading a 58 mg/dl, trigger the threshold suspend feature of the insulin pump when the customer's blood glucose was 86 mg/dl. The needle hub of the customer's sensor also became stuck in the serter. Nothing further reported.